Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15845. It was reported the patient experienced a painful burning sensation at the ipg site when stimulation is turned on as well as ineffective stimulation. Reprogramming was attempted, however, the issues persisted. X-rays were taken and no anomalies indicated. Also, diagnostics indicated invalid and high impedances readings. Surgical intervention was undertaken and the ipg and lead were explanted.